Event description:
The husband reported via phone call that the customer had a delivery anomaly with the insulin pump. The husband stated the insulin pump was delivering unprogrammed 10 unit boluses. The customer's blood glucose was between 100 mg/dl and 170 mg/dl at the time of incident. It was also reported, the keypad on the insulin pump locked. It was reported, the suspend feature was not effective on the insulin pump. Customer's current blood glucose was 331 mg/dl. The husband reported, the customer was a brittle diabetic. It was also reported, the customer experienced a low blood glucose of 46 mg/dl in the past. Troubleshooting found the insulin pump passed a displacement test. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.